Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #(B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had greenish/yellowish discharge from their pocket site incision and the pocket site incision was opening up. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The patient informed the surgeon's office and they gave the patient an appointment on (B)(6) 2021 to come in to see the physician assistant. The issue was not resolved at the time of the report. Surgical intervention did not occur but it was unknown if it was planned. The patient's weight and medical history were asked but unknown. Additional information was received from the company representative who reported that the cause of the greenish/yellowish discharge was that the patient had an active infection. The patient was given antibiotics to resolve the issue. The pump was still implanted and in use. It was unknown if the event had resolved. Additional information was received from the patient via a company representative who reported that the patient's pocket site has been swollen and hot to the touch since the pump was implanted. The incision site started to leak a week ago. There were no external factors that led/contributed to the event. Actions/interventions taken included the patient being given antibiotics by the healthcare provider. The issue was not resolved at the time of the report. A full system explant took place on (B)(6) 2022. The explanted pump and catheter were discarded. The patient's weight and medical history were asked but unknown.